Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the evening of (B)(6) 2025, the patient began experiencing vomiting and headaches. At that time, the cgm reading displayed ¿low¿, while a concurrent bg reading was 525 mg/dl, indicating a significant discrepancy. Concerned about the patient¿s condition, her parents transported her to the hospital. Upon arrival, the cgm and bg readings remained unchanged from ¿low¿ and 525 mg/dl, respectively. At the hospital, the patient was treated with IV fluids and zofran (an anti-nausea medication). A CT scan was also performed. Despite receiving additional insulin, the bg reading remained at 525 mg/dl for some time. The patient remained in the hospital for approximately 6 to 7 hours before being discharged. At discharge, the cgm reading was 150 mg/dl and the bg reading was 143 mg/dl. At the time of the report, the patient was reported to be doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient experienced symptoms. The reported glucose values fall within the a zone of the parkes error grid prior to being discharged. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.